Manufacturer narrative:
The reported complaint of device "displayed system error - revert to manual CPR" was confirmed based on archive data and during functional testing. The root cause was due to defective processor board as a result of wear and tear of the device. The autopulse platform was manufactured in january 2007, and it is over 12 years old, well beyond its expected service life of 5 years. Visual inspection of the returned platform revealed no damage to the platform. A review of the archive was performed, and it showed a user advisory (ua) 136 (internal parameter corrupted) error message; thus, confirming the reported complaint. During functional testing, upon powering up the platform, the "system error, out of service, revert to manual CPR" was displayed. Therefore, the reported complaint was confirmed. The processor board needs to be replaced to remedy the system error. Service will not be performed since the device is un-repairable due to parts no longer being available. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform system (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR." No patient involvement.